Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had been returned as part of extended warranty program. There was no allegation from the field, however, upon analysis premature battery depletion was discovered.,